Manufacturer narrative:
Additional attempts to obtain information and the device have been made. A supplemental report will be submitted with new details if they become available. (B)(4); patient re-operated, or time extended due to product problem a good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred post-operatively following a laparoscopic gastric bypass. The patient was brought back to the or for gastrojejunostomy exploration and ligation of a bleeder. Surgical intervention was needed to prevent a permanent impairment of a function. There was blood loss of 500cc or more. The surgical time was extended by more than 30 minutes. There was temporary injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, per additional information received the bleeder was from intralumenal staple line of gastrojejunostomy. The bleeding was stopped with suture ligature. The patient is doing fine.